Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs lead was exhibiting high impedance on multiple lead contacts. Surgical intervention was taken and the lead was replaced with a new one. Stimulation therapy was reportedly restored postoperatively and the issue addressed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.